Event description:
It was reported the subject device had the led panel black out after the pressurization display appeared. It was restored by restarting the power supply. The issue occurred during an unknown therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d9, h2, h3, h6. The device was returned to olympus for inspection, and the reported malfunction was confirmed. The evaluation determined the event was caused by channel pressure sensor error e03 which occurred due to a circuit board malfunction additionally, during the evaluation a second reportable malfunction was identified: there was insufficient relaxation of the device's pressure, however, a root cause for this event was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.